Event description:
Pt scheduled to have repair of hip fracture. Cancelled because c-arm would not provide visualization. MFR called and replaced bad microprocessor on one of the monitor controller boards.